Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had iatrogenic pneumothorax that was confirmed through an x-ray, at post implant procedure. A right pleural catheterization was performed to resolve the issue. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.